Manufacturer narrative:
The sensor was successfully removed during second removal attempt made on (B)(6) 2025.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2025 at 1:30 pm. The sensor was located in the user's right upper arm. It was confirmed that an incision was made during the attempt to remove the sensor. At the time of the call, the user stated they were doing fine. Prior to the incision, the sensor was not palpable. The transmitter, ultrasound, and magnet were used to localize the sensor.per dms, the user is currently using the system with a new sensor and is receiving up-to-date glucose information.